Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Caller attempted to follow instructions to load a new cartridge, but alarm persisted, prompting plan to contact the clinic for a replacement pump and to revert to multiple daily injections (mdi) therapy in the interim.